Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's parents reported the cannula broke off and stuck in the buttocks area. Customer's parents brought him to the hospital. The doctor performed an ultrasonic examination but he did not find a foreign particle. No adverse event reported. A request was made for the return of the device.